Manufacturer narrative:
The initial reporter named in block is a getinge employee who has different contact details from that of the event site, with the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) replaced the blood back tubing. Then performed a full calibration and functional tests in accordance with the system's respective service manual. The iabp was not cleared for clinical use as the batteries did not pass battery run time. A supplemental report will be sent if additional information has been provided from the customer.

Event description:
The getinge senior territory manager (stm) reported that during service of cs300 intra-aortic balloon pump (iabp) it was observed that the blood back tubing was damaged. There was no patient involvement, thus no adverse event reported.